Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the cases were in good condition. There was no apparent contamination. During start up, self testing and run infusion, the reported problem was duplicated. The root cause of the reported issue was found to be the main board. Replaced main board.

Event description:
It was reported that there was a d2a offset. No patient injury was reported.